Event description:
It was reported to philips that the heartstart mrx defibrillator monitor displayed altered values. It was clarified that the path seemed normal but the defibrillator had reported a ventricular tachycardia. There was no negative patient impact..